Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was returned to gore for evaluation. The engineering investigation revealed based on the information available the reported issue could not be confirmed. No root cause could be determined.

Event description:
On an unknown date in 2020, a gore-tex® suture was used in a dental surgery. It was reported the suture broke during the procedure. Another suture was used to complete the procedure. No patient adverse event was reported.